Manufacturer narrative:
The issue was resolved after cycling the power a couple of times. The fsr performed the pm and a release test on the system. No cause for the reported issue could be identified and no repair was required. The unit operated to manufacturer specifications and was returned to clinical use. The fsr indicated this device, by customer's choice, has not been pm'd since (B)(6) 2013. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the splash screen of the central display intermittently would not boot-up on the perfusion system. There was no patient involvement.